Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for low blood glucose level of 27 mg/dl. The customer reported history of low blood glucose levels for many years. The displacement test was performed and the insulin pump passed the test. All programming was correct on the insulin pump.